Event description:
It was reported a revision surgery was performed due to loosening.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and arthrofibrosis is a condition that sometimes occurs in a knee joint that has recently been injured. Risk factors for arthrofibrosis include replacement knee surgery and arthroscopic surgery. Based on the information provided and without the return of the explant for analysis the root cause of the loosening component and arthrofibrosis cannot be concluded. However, the patient falls prior to the revision could not be ruled out as contributing factors to the reported event. The patient impact beyond the reported revision cannot be determined. No further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.